Event description:
On (B)(6): customer reports to product monitoring via phone, infimed monitor was not working prior to an unk pt procedure, pt was on the table. Procedure was unable to be completed on sys and pt was moved to another room with a c-arm. Pt age and gender were not available. Physician completed the procedure without incident. No injuries were reported. On (B)(6): pm f/u with customer finds the infimed computer monitor would not function, therefore customer could not enter pt name info file to start the procedure. Customer opted to move the pt to another room for completion of the procedure.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.